Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used in the common bile duct during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation there was difficulty passing the equipment down the scope. A detached sponge from a previous procedure was found inside the working channel. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.